Event description:
It was reported that the ureteral stent tip was found to be broken after the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the ureteral stent tip was found to be broken after the package was opened.

Manufacturer narrative:
The reported event was inconclusive since no sample was returned. A potential root cause for the reported event could be "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." The device was not returned.